Manufacturer narrative:
(B)(4). Maude report # mw5090498 received.

Manufacturer narrative:
Product complaint # (B)(4). Batch # t5d03j. Additional information was requested and the following was obtained: what were the indications for surgery? I don¿t know. Did the patient receive any preoperative chemotherapy or radiation? I don¿t know. What healthcare professional fired the device and what is his/her experience with the device? Dr. (B)(6) fired the device. He said he has fired it two times before. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? I don¿t know, dr. (B)(6) said it was in that green range. Was the device difficult to close? I don¿t know. Was the device difficult to fire? I don¿t know. Were any unusual/unexpected noises heard during the firing? Please describe. Dr. (B)(6) said he felt the crunch of the washer breaking, I do not believe I heard the washer break. Were the donuts inspected? If so, please describe. Not properly inspected that I know of, but appeared to be fully formed from a distance. Was a complete transection of the white breakaway washer visually confirmed? No, it looked like the white washer was not broken. I¿ve submitted pictures of the washer in the anvil. What is the current status of the patient? I do not know. He was doing fine last time I was able to speak with dr. (B)(6). Photo evaluation summary: upon visual inspection of six photos, the following was observed: the first photo shows an anvil with a washer that appears to be uncut and indented from front view. The second photo shows an anvil and a device from front view and uncut washer was noted and the device shows tissue around the trocar. The third, fourth and fifth photo show tissue from top view and some staples appears to be unformed. The sixth photo shows a device from guide face area and drivers can be seen exposed and without staples with tissue around the trocar. Please noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. Also, if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Based on the photos reviewed, the event described is confirmed. Device evaluation summary: this device was received for initial analysis and additional tissue testing. The primary intent of the additional tissue testing analysis was to mimic worst-case clinical use and evaluate performance. The analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present but was uncut and exhibited an indentation created by the circular knife. No staples were present. The first test firing utilized the standard protocol with test skin. The device was reloaded with staples and a new washer and fired at high b into a test skin. The device fired as expected and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples met the staple form release criteria. Device returned was confirmed to have an uncut washer. Device batch information was reviewed, and it was confirmed to be manufactured after implementation of correction actions related to the field action. The second test firing was performed using tissue, to simulate clinical usage. The device was reloaded with staples and a new washer. The device was setup to fire into thick indicated tissue across two crossed staple lines, in order to simulate worst case clinical conditions, and with the indicator dialed down per the instructions for use (IFU). The device fired as expected and formed the staples as well as completely cut the test tissue and the breakaway washer without incident. The staple line was complete, and the staples appeared to be well formed in the tissue. The device was test fired a total of two times, once in test skin and once in tissue, and the device was found to be conforming based on both tests. The device cut the washer and had acceptable staple formation when fired into indicated tissue thickness. The device performed as intended during analysis testing. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. It was reported that: malformed staples. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported during a lap low anterior resection, the anvil was hand assisted down to the trocar and attached. The anvil was dialed down within the range, held for 15 seconds and dialed down a ¿little bit¿ more. The safety was released and the device fired. The device cut and the staples were deployed. The resident said a crunch was heard and felt. They did not form the ¿b¿ shape, they resembled goal posts, some were slightly bent at the top. The patient was opened. The rectal stump was sutured. The distal end of the colon was stapled using a green contour on the specimen. Case completed with a competitive device, the distal anastomosis was tried again and successful.